Event description:
Medtronic received information that this annuloplasty ring implanted for a duration of 23 years was explanted due to stenosis. The device was removed and replaced with a non medtronic device. Additional information received from the surgical pathology report found calcification on the annuloplasty ring.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received in a tan solution in a small specimen container placed in an explant kit. The ring appeared to have been modified into a band. Green multifilament sutures remained attached to the ring. Blue monofilament sutures remained attached to the ring. Glistening off white pannus covered the ring on the inflow extending to the outflow. Moderate clusters of visible mineralization were observed on the outflow adjacent to the midpoint and one endpoint. Radiography showed mineralization along the ring with a fracture adjacent to one trigone marker. Conclusion: the device history review is in progress once the review is complete a supplemental report will be submitted. Reduced performance of the ring is attributed to host tissue overgrowth and mineralization. These findings are generally considered patient related conditions. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis, the reported stenosis was likely caused due to a combination of calcification and pannus which are known failure modes and may have occurred due to patient related conditions. (B)(6).